Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with corneal haze on both eyes (ou) eye at the 3 month post-operative exam. The brief description from the account indicated there was a trace of corneal haze. Corneal haze may be inducing a small myopic prescription (rx); therefore, it is possible that the patient's complaint is due to the myopic prescription. The surgery center will continue to monitor rx. The patient's chief complaint was of halos/glares/shadows and commented on difficulty seeing in dim lighting. Topical steroid (1% pred forte 4 times a day) were increased to treat symptoms. Post-operative sans corrected visual acuity (scva) was 20/25 for both eyes. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -5.25 x -1.25 x 13, left eye pre-op 20/20 -5.25 x -1.75 x 154. Post-op; bcva from (B)(6) 2015: right eye post-op 20/20 -.25 x -.50 x 175, left eye post-op 20/20 -.25 x -.75 x 7.